Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years and six months later, computed tomography (CT) revealed that the filter below the level of the renal veins in good position. Multiple retaining struts had transverse through the wall of the inferior vena cave. Therefore, the filter was retained. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 03/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis, and pulmonary embolism. Approximately two years and six months post filter deployment, it was alleged that the struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.